Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter on (B)(6) 2025, during the catheterization procedure for patient, an inspection of the indwelling needle revealed an unidentified white thread-like substance at the needle tip. To ensure the smooth progression of the patient's treatment, a new needle was promptly replaced and used. This incident did not cause any significant impact on the patient.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples. As the defective sample was not received for further inspection and analysis, the condition and composition of the foreign matter cannot be confirmed; so the specific source of the foreign matter cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information.